Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6) medical center. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hole in hub. The following information was provided by the initial reporter, translated from japanese to english: it was reported that when the needle was punctured, blood leaked out of the hub, and upon checking, a pinhole of about 0.5 mm was found in the hub. No infection, no medication administered.

Manufacturer narrative:
Device batch number updated in d tab. Investigation results: the complaint of a leak was confirmed and the cause was determined to be manufacturing related. Five photos and one 24g insyte autoguard IV catheter from lot 4110696 were provided for investigation. The sample exhibited evidence of use. A breach in the catheter adapter was identified due to a molding defect. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.